Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation. A review of documentation including the complaint history, instructions for use (IFU), manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be completed. However, a short video clip of the external procedure was provided by the user facility. The video showed the graft to be leaking through the graft material. The leaks do appear to be from three holes, most likely suture holes, anterior to the graft as the leaks appeared to be parallel and aligned in a straight fashion. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Design verification testing performed showed that the affected product meets the established acceptance criterion to show that the product is safe and effective for its intended use. A review of the device history record could not be performed, as the lot information was not provided by the facility. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿warnings and precautions: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing a large aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be conducive to graft migration or endoleak. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up 4.2 patient selection, treatment and follow-up: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); and inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration device infolding or compression 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 12.3 abdominal radiographs the following views are required: four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. Record the table-to-film distance and use the same distance at each subsequent examination. Ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Aneurysms with type iii endoleak. Aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status) migration. Inadequate seal length. Consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement.¿ based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. A contributing factor for the observed endoleak during the explant procedure could be related to the procedure itself. Anticoagulation medication is typically administered during the explant procedure, resulting in thinned blood. Additionally, opening the aneurysm increased the pressure differential between the blood flowing through the endograft and the surrounding environment. These factors increase the risk for a type iiib endoleak through potentially elongated suture holes observed during an open procedure. It cannot be determined if this endoleak was present before the explant procedure or contributed to the reported aneurysm enlargement. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Concomitant medical products: zsle-20-56-zt. Zsle-20-39-zt. Occupation: district manager. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient had a zenith flex aaa endovascular graft bifurcated main body placed on (B)(6) 2013. The aneurysm became smaller but then became enlarged with no identifiable endoleak on imaging study. The device was removed and it was found to have 3 holes anteriorly. The patient is currently in the intensive care unit.